Manufacturer narrative:
Article citation: choi es, kim dh, kwon bs, park cs, yun tj. Current outcomes of systemic-to-pulmonary artery shunt in patients with biventricular circulation. J thorac cardiovasc surg. 2025;169(5):1327-1335. Doi:10.1016/j.jtcvs.2024.10.050. Available ahead of print nov 7, 2024. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. A2, 3, 4: patient demographics: provided mean age was 30.0 days old, gender of article is 125 male (56.1%), and weight 3.5 kg. Patient information will reflect 30-day-old male, weight 4 kg. B3: date of event is unknown, therefore, 07-nov-2024 reflects the date that literature was available online. D6: implant date is not available. H3: engineering evaluation could not be performed as the information is not available. Code c19, d12 and d15 - a unique device identification number was not provided; therefore, the manufacturing date and/or production details cannot be determined. Neither clinical images enabling assessment of product performance nor the product itself were returned for evaluation, the investigation could not be performed. The available information reported in the complaint does not reasonably suggest a potential malfunction or product packaging and/or labeling issue has occurred. The reported complication represents a known complication or adverse event that can occur when using stent-graft endovascular devices and can arise as a result of a multitude of factors, including intraprocedural technical considerations, post-operative follow-up and treatment regimen, patient-related risk factors and disease progression. Gore-tex® vascular graft instruction for use (IFU) states the following. Complications which may occur in conjunction with the use of any vascular prosthesis and/or vascular or related procedures include but are not limited to: infection; partial or complete occlusion due to hemodynamically significant stenosis or thrombosis; pseudoaneurysm; or re-intervention. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was received through literature: "current outcomes of systemic-to-pulmonary artery shunt in patients with biventricular circulation", j thorac cardiovasc surg. 2025;169(5):1327-1335. This study investigated the outcomes after systemic-to-pulmonary (sps) artery shunt in patients with biventricular circulation. Between january 2014 and june 2023, among 406 patients who underwent sps artery shunt implantation, 223 patients pursuing biventricular repair were included. An expanded polytetrafluoroethylene vascular graft (gore-tex vascular graft, wl gore & associates) was used as a conduit for sps, and the graft diameter was determined based on the patients¿ body weight and target systemic arteries. Multiple types of diagnoses required reinterventions, ranging from 1 to 273 days. Patients had shunt stenosis, shunt occlusions, pseudoaneurysm, graft infection, and graft explants.